Manufacturer narrative:
(B)(4). This complaint for a connection issue (resulting in a system error 2240) was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. This review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367, this situation occurred drain 9 of 9. The registered nurse (rn) stated the patient disconnected his transfer set. The rn was going to replace the set. The technical services representative (tsr) explained the alarm and had the rn close the clamps, then cycle power to clear both se 2240 and se 2367. The tsr advised the rn to discard the supplies and finish with manuals. The alarm cleared. There was patient involvement. No patient injury or medical intervention was reported. Product surveillance contacted the rn on (B)(6) 2011 regarding the system error 2240 alarm. Per the rn, the hp was in the hospital due to problems with his heart and he was having a hard time doing hemo dialysis. The rn stated the patient was there getting his catheter placed. The rn stated the patient got up in the middle of the night, confused on where her was and stepped on the line. The tubing came out of where the transfer set twists to open and close. The rn stated they replaced the tranfser set and gave the patient antibiotics. The rn stated that she was not aware of the patients current therapy as the patient lives an hour and a half away and they were trying to establish a pd regiment for the patient with pd nurses ect. No further information was given.